Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported therapy has never been effective and only getting 10%-15% symptom reduction. The patient indicated the first implant did not work, so x-rays were taken which showed that the leads were not in the right place and were "cut too short," so they were replaced. The patient stated it still has not been effective, he really hurts, takes pain medications, and cannot be on his feet because it makes them worse. The patient had reprogramming with a manufacturer representative, which felt better. The patient stated he had it set in "2-3 different positions and 3 different guys." The patient did not want to troubleshoot at the time as he had forgotten how to use the patient programmer and without his wife present. The patient was also hard of hearing due to his job and had rheumatoid arthritis. The patient was to follow-up with his health care professional. Follow-up was being conducted to determine steps take and resolution of the reported issue. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.